Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 990063-020, product type: mapping catheter product event summary: the data file was returned and analyzed. The file showed 11 applications were performed with catheter identified as afapro28 of lot number: 21164 on the reported event date. The file showed a system notice n-019 (the balloon is deflated) at application ten. In the fault file, the following system notices were found on the reported event date, n-019 indicating that the balloon is deflated and n-184 indicating that the system has detected a higher-than-expected pressure. In conclusion, the reported clinical involving a perforation and bleeding of the patient that occurred during the procedure could not be substantiated via data analysis. Additionally, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, visible blood was noted in the respiratory tube and an arterial pressure drop was noted. The case was aborted while the patient was under general anesthesia. The patient was transferred via helicopter for surgery. A perforation was noted in the pulmonary vein leading to bleeding in the lungs. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.